Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 1 of 3. A fluid leak was subsequently discovered in step 9 of treatment complete. Fluid was found in the pump module area but not on the external portion of the cassette. Fluid reportedly leaked from inside the cassette door area. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete treatment on the day of the reported event but continued treatments on the cycler without issue the following day. The patient confirmed the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
H.3. Plant investigation: the reported complaint device was returned for manufacturer evaluation. The sample was received open without its original package. The complaint product sample was visually inspected. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a tear in the film was found, this kind of damage could have the following causes as per risk analysis (B)(4): pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A DHR review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The investigation into the complaint was able to confirm the reported event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 1 of 3. A fluid leak was subsequently discovered in step 9 of treatment complete. Fluid was found in the pump module area but not on the external portion of the cassette. Fluid reportedly leaked from inside the cassette door area. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete treatment on the day of the reported event but continued treatments on the cycler without issue the following day. The patient confirmed the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.